Event description:
Reportable based on returned device analysis completed on (B)(6) 2024. It was reported that difficulty deploying the catheter occurred. It was reported that during a pulse field ablation (pfa) procedure to treat paroxysmal atrial fibrillation, a farawave ablation catheter was selected for use. During the procedure, the farawave catheter could no longer be moved into the flower position. Therefore, it was decided to replace the device and the issue was resolved. The procedure was completed. No patient complications were reported. The farawave catheter was returned for analysis. However, the returned device analysis revealed guidewire lumen detachment from the tip of the spline cage, resulting in the reported difficulty to deploy the farwave catheter.

Manufacturer narrative:
Device evaluated by MFR.: upon device return and inspection, it was observed that the catheter was returned with one of the splines in the distal cage still inverted. The catheter was placed into the x-ray to look for any potential abnormalities that could have contributed to the deployment issues. Some kinking of the lead wires was noted. A guidewire was inserted through the device, and an attempt was made to deploy the catheter. While moving the slide switch, the spline cage remained undeployed. It was noted that the guidewire lumen was no longer adhered to the tip of the spline cage. Due to the delamination of the guidewire lumen from the tip of the spline cage, deployment of the catheter was not possible. The device was dissected to look for any abnormalities that could have contributed to the delamination of the guidewire lumen. Some kinking of the flush lumen was noted. The reported event was confirmed.